Event description:
The report concerned an unresponsive touch screen on a customer's device. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up and was in the process of renewal, with no further information obtained.